Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It as reported that the catheter was broken. The target lesion was located in the vessels in the gastric area. A renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged from 3.5cm from the strain relief to approximately 15.5cm distal. The shaft was not completely separated in the inner liner and was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It as reported that the catheter was broken. The target lesion was located in the vessels in the gastric area. A renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.